Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was unable to perform no delivery test due to cracked and bleeding lcd glass. The insulin pump had scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The nurse reported via phone call that they experienced high blood glucose. The nurse reported that they had a recurring no delivery alarm. The nurse reported that the insulin pump had scratch and cracks. The customer's blood glucose was 428 mg/dl at the time of incident. The nurse stated that they treated the high blood glucose with manual injection. The nurse stated that the insulin did exit during plunger push. The nurse stated that the insulin pump did not alarm no delivery alarm during fixed prime after performing plunger push. The nurse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.